Event description:
The customer reported a leak at the probe of the coulter ac*t diff analyzer. The customer indicated that the leak was pinkish in color and occurred following aspiration of sample. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that the instrument did not generate any errors associated with the leak.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the phone. The customer stated that there was a drip at the probe of the instrument and the fse instructed the customer to bleach the probe wipe and probe pathway to resolve the leak. The customer ran samples and verified that the instrument was running without any leaks following bleaching of the probe wipe and probe pathway. The leak was resolved by the customer with the help of the fse over the phone. An fse was not dispatched to the customer's site for this event. Beckman coulter internal identifier for this report is (B)(4). The issue was resolved by the customer.